Manufacturer narrative:
Additional information is provided in h.2., and h.6. No product was returned. The investigation determined the most probable cause to be due to either the cassette not being properly inserted or the cassette sensor not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.(B)(6).

Event description:
It was reported that the pump exhibited a "no disposable, pump won't run" alarm. Patient preferred not to attempt troubleshooting and infusion was stopped due to the alarm. Per reporter the rate was 2.2 ml/hr and the resvol was 11.0 ml. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Other, other text: additional contact information: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.